Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis unit was cycling on and off, with the power alert flashing. A field service engineer rebooted the station into hardware test application mode and testing was performed, with all tests passing. The station was then plugged into a different power outlet, and all systems tested and functioned properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device intermittently powered on and off, and an ac power alert was flashing. This occurred during use and made it difficult for staff to retrieve medications. The device continued to cycle between powering off and on. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.